Manufacturer narrative:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned catheter was visually inspected detail and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter reported was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Additionally, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/15/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical sl0 8.5 french sheath, st. Jude medical agilis sheath, pentaray nav eco catheter (model# d128208 lot# 17643443l), soundstar eco catheter (model# 10439011 serial (B)(4)), carto 3 system (model# fg540000 serial (B)(4)), smartablate generator (model# m490007), smartablate pump (model# m490008). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of transseptal phase and sheath exchange, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed and yielded 200 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. Medical history includes cardiomyopathy. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it may have occurred during insertion of the st. Jude medical steerable sheath. Transseptal puncture was performed with an unspecified needle. St. Jude medical sl0 8.5 french and st. Jude medical agilis sheaths were used. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time was maintained between 250-300 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit and the carto 3 system did not indicate to re-zero the catheter, as the procedure had not progressed to that stage. There were no errors reported on any bwi equipment during the procedure.